Event description:
Fmc canada reporting an external "blood" leak while patient was undergoing dialysis. Complainant stated "small amount of blood was noticed leaking from bottom of dialyzer. Reported also "one or two fibers outside the o-ring/epoxy potting." It is unclear whether the leak came from the screw flange of the header or not. This info is not available and the actual complaint sample was discarded. Estimated blood loss 50-100 cc. MDR filed due to reported blood loss. There was no adverse effects to the patient or medical intervention necessary.